Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage post deployment occurred. The target lesion was located in the saphenous vein graft to the right coronary artery. A 3.00x38 synergy ii drug eluting stent was implanted to treat the lesion. However, post stent implantation, stent was deformed. Another stent was advanced to crush the previously implanted 3.00x38 synergy ii stent. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.